Manufacturer narrative:
The mouthguard was manufactured per patient's prescription (rx). The mouthguard was not available for an evaluation; however, the material's lot was available for review. A review of the material lot was performed and no non-conformity nor defects were found. There was no manufacturing deviation or abnormality with the material lot. A series of biocompatibility tests were performed on a similar thermoformed mouthguard. It was found that the sleep device materials are biocompatible. Cytotoxicity test were completed on a test article and there was no evidence of toxicity nor cell lysis. There was no evidence of erythema and no edema observed for skin irritation test. Sensitization test showed no evidence of the test article causing delay dermal contact nor oral mucosal irritation. There were no device problems found with the test article. However, without the actual appliance, the investigator was unable to evaluate the mouthguard thoroughly. This incident is being monitored, tracked, and trended.

Manufacturer narrative:
Patient's weight and race/ethnicity were asked; however, the office did not chart these information. Follow-up attempts were made to request for the mouthguard back; however, the mouthguard has not been received yet. Once the investigation is completed, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced an allergic reaction with comfort hard bite splint after a "few uses". The patient experienced redness and burning sensation on the area where the tissue made contact with the mouthguard. Upon experiencing the reaction, the patient stopped using the mouthguard. It was asked but unknown how long the reaction lasted after the patient stopped using the mouthguard. The patient did not require any treatment for the reaction. The patient has no medical pre-existing condition; however, the patient is allergic to latex and penicillin. The doctor did not make any adjustment to the mouthguard. The patient was cleaning the mouthguard using only water.